Event description:
It was reported this implantable electrode dislocated from its original position; the device tip shifted 90-degrees after its initial implant procedure. A revision was scheduled. This electrode remains in service and no adverse patient effects were reported.

Event description:
It was reported this implantable electrode dislocated from its original position; the device tip shifted 90-degrees after its initial implant procedure. A revision was scheduled. Further information was received confirming the electrode was repositioned lower on the sternum. This electrode remains in service and no additional adverse patient effects were reported.